Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak battery, failed battery test and blank display. The customer's blood glucose level at the time of weak battery was 140mg/dl. The customer's blood glucose level at the time of blank display was 266mg/dl. The customer was advised to insert new recommended batteries. The display was found to have returned. The customer is being sent out replacement battery cap. The customer was advised to monitor the device and call back if issues persist.